Event description:
Information received by medtronic indicated that the customer reported battery failed alarm. No harm requiring any medical intervention was reported. Troubleshooting was performed and it was determined that correction bolus was needed. The insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.